Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2014. Product event summary: the full lead was returned in segments and analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.